Event description:
Caller reported that the pump screen was dark and would not turn on. The impact on the customer¿s blood glucose level was not reported, as the caller declined to provide this information. Technical support instructed the caller through several troubleshooting steps, but the pump screen did not turn on. Reportedly, customer reverted to manual injections for insulin therapy.